Event description:
Vns pt experienced a drop attack at the group home where they reside. The seizure lasted for approximately six minutes, during which the pt was reportedly turning blue. It was reported that six attempts to initiate magnet mode stimulation by swiping the device with the magnet were made before the seizure came under control. The pt was transported to the hospital emergency room, where they experienced four more seizures. Device diagnostic testing at follow-up visit with neurologist was within normal limits, indicating proper device function. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to determine the cause of the reported event.